Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1044 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that there was leaking around the hub of PICC. It was stated the patient is known to the PICC and ir teams due to multiple prior difficult piccs. As a result, a PICC exchange or replacement is more difficult and invasive procedure in this patient who is know to be a venous access challenge and high anesthetic risk (ECMO back up required for anesthesia). The PICC placement was difficult and required a venogram which demonstrated significant venous stenoses. The procedure time and the invasiveness were increased related to what they would have been if the PICC would had not prematurely broke/failed.